Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) inspected the system remotely and confirmed that the system was not starting and stuck at 00.00. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The rse advised the customer to replace the flexvision pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.